Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they needed to change the battery on the insulin pump every 2 days. It was also reported that three times the device had turned off without an alarm. The insulin pump did not have any physical damage. The customer¿s blood glucose during the incident was 242 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display.